Event description:
It was reported that, during a carpal tunnel release surgery, the blades would emit a metallic-colored resin after inserting in to defect and cutting tissue. There was not a back-up available to complete the procedure, so it is unknown its outcome. Neither surgical delay nor patient injuries were stated.

Manufacturer narrative:
One 4448 ectra triangle knife reported on. This product was not yet returned. At this time this complaint is considered ¿npr¿: no product returned. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Update as no product returned